Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: part: 310.230, lot: 261p776, manufacturing site: bettlach, release to warehouse date: august 10, 2021, expiry date: n/a. A manufacturing record evaluation was performed for the finished device lot and no non-conformance was identified. Visual inspection: the drill bit ø2.5 l180/155 2flute was received at juarez pal. Visual examination of the returned drill bit found the tip broke off. No indication of other product defects was identified. Dimensional inspection: no dimensional inspection was performed due to post-manufacturing damage. Complaint relevant dimensions cannot be taken. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed. No design issues or discrepancies were identified. Investigation conclusion: the overall complaint was confirmed for the received device. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on an unknown date, during a procedure the tip of the drill bit broke. There were no fragments left in the patient. There was no surgical delay. The procedure was completed successfully. This report involves one (1) 2.5mm drill bit/qc/gold/180mm. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Additional device product codes: hsz, gfa, and gff. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.